Manufacturer narrative:
Concomitant medical products: w2dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a sensing problem. It was also noted that right atrial (ra) lead exhibited oversensing, noise and diminished sensing and the right ventricular (rv) lead exhibited a high sensing integrity counter (sic) count, oversensing and noise. Both the ipg and pacing leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.